Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
Sensor manager software measurements confirmed that sensor sn (B)(6) triggered false ec # 30 (led disconnect) alert. D9 device available for evaluation? Yes, device received on 28 october 2020. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10 . H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.